Manufacturer narrative:
Additional information was received stating that there was no failure of the equipment, this was created by customer mistake. There was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction of the bag to vent switch locking mechanism preventing mechanical ventilation. There was no report of patient involvement.